Event description:
Additional information reported the battery was removed due to battery end of life and the inefficacy of the stimulator on the patient¿s pain. The patient did not want to continue stimulation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had insufficient therapeutic efficacy over the pain, despite a good stimulation of the painful area. Actions required as a result of the event included explant and replacement. The patient remained in pain. The patient gave the pain a numeric pain rating score of 7 to 8. The patient¿s status at the time of report is alive with injury. Patient symptoms included pain at an unknown location. The patient did not really accept the neurostimulation treatment. Later a description of the event was received that stated ¿insufficience lack of effect on ¿ pain ¿ coverage of the stimulator on the painful ¿¿ the patient remained in pain¿ the event was not linked to the device or procedure. Actions required as a result of the event included hospitalization and invasive procedure and surgery or treatment. The device was explanted. The hospitalization stay length was 24 hours. Under a description of the procedure it was noted electrode and battery ablation. The event was unresolved and no other therapeutic actions were planned. The patient was not in pain at the time of admittance per ¿nad.¿ there was an issue of illegibility with one of the source document. Follow up was conducted to get further clarification.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).